Event description:
Device issue: none. Adverse event: death. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2010, the pt underwent stenting in the predilated mid right coronary artery with one xience v stent. On (B) (6) 2010, the pt died of an unknown cause. No add'l info was provided.

Manufacturer narrative:
(B) (4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.